Manufacturer narrative:
Additional information: b5, h4, h6, h11. B5: it was further specified that the leak occurred during filling. H4: the lot was manufactured between february 12-13, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed which showed the device's lot number and fluid inside the device bladder with a syringe attached to the device fill port; there was no evidence of a leak from the fill port. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked at the filling port during setup. The device contained chemotherapy. There was no patient involvement. No additional information is available.